Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011842, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011842 was manufactured according to the work instruction (wi) version 120 and manufactured in the li74 on 18-feb-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance nc- (B)(4) was opened during the production process and further product disposition were required. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula and went to the emergency room (ER) on (B)(6) 2025.the issue occured with three infusion sets. The event occurred three or more hours after insertion.the insertion site was abdomen.the duration of emergency room stay was for six hours.the patient blood glucose level was high and reached 438 mg/dl.the patient got treated with intravenous and fluids of saline and insulin.the patient was tested positive for ketones. No further information available.